Manufacturer narrative:
Summarize: the customer¿s reported issue of tubing continuing to flow when it was clamped was not reproduced during this investigation. The reported source pump module was the only device returned. The detailed associated pcu event log was not received for evaluation. No errors or malfunctions were recorded in the pump module error log. The pump module event log review observed no infusions on the reported event date of 07 april 2021. The inspection and testing process performed on the pump module found no existing malfunctions that could contribute to the customer-reported issue. The device was being used for treatment purposes. The mechanism assembly was disassembled during the investigation and will be replaced by service. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and installation of new one-time use torque screws with applied tamper seal material. The root cause of the customer¿s reported tubing continued flowing when it was clamped was not identified during the investigation. The source administration set was not returned for investigation. Sample inspection: the pump module was received with the instrument seal intact. The right and left iuis were observed with dry fluid residue. Internal inspection observed no anomalies with any of the electrical or mechanical components. The pump module was observed free of fluid ingress. Log analysis results: no errors or malfunctions in pump module error log. The pcu device and its logs were not returned therefore detailed programming parameters of the most recent infusion could not be determined. The pump module event log observed no infusions recorded on the reported event date of 07 april 2021. The pump module was last used on 02 april 2021 at 9:13 am and the pcu in use was (B)(6). At 9:16 am the source pump module was programmed with an infusion at a rate of 50ml/h, a vtbi of 250ml, and infusion was started. At 10:01 am the pump module alarmed for flow stop open (2 seconds) and the door was closed. At 10:44 am the pump module was restarted. At 2:17 pm the pump module¿s rate was changed to 25ml/h and vtbi at the time 72.5ml. At 2:42 pm the pump module was paused and at 3:02 pm the pump module was channeled off. Test results: timed rate accuracy observed the device delivering fluid within specification and the alaris system over infusion test method observed no anomalies with the device. Test methods: 1503-001-006-r timed rate accuracy test method (dir 10000360036). 1503-001-029-r alaris system over infusion test method (dir 10000360063). Device history review: a review of the device history record showed the device had a manufacture date of 12/16/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that an lvp had a note attached stating, " alaris tubing continued flowing even when it was clamped." Photos were provided. No additional information is known. There were no reported adverse effects caused to the patient.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that an lvp had a note attached stating, " alaris tubing continued flowing even when it was clamped." Photos were provided. No additional information is known. There were no reported adverse effects caused to the patient.